Event description:
Patient reported to doctor, left eye discomfort and difficulty in the removal of lenses after one week of continuous lens wear. Patient irrigated eyes with solution and next day experienced swelling, pain, redness, tearing, vision loss, pussy drainage, left > right. Patient visited doctor and was diagnosed with conjunctivitis and corneal abrasion, treated with sulfacetamide sodium. The patient had subsequent eye evaluations with additional diagnoses of keratitis and secondary iritis, treated with zymar, pred forte, and isopto hydoscine. Approximately one month from initial diagnosis, patient was instructed to taper off all medications and it was noted that the condition was "resolving nicely".

Manufacturer narrative:
Patient returned a sample of the solution in a container. The sample met all specifications for ph, tonicity, color, and clarity. A review of the lot batch records and chemical testing of the retain sample showed all requirements were met. Medical documentation does not directly relate event to a specific product or cause. Based on all information, no causal factor can be determined and no conclusion can be drawn.